Event description:
The patient came in reporting instability and the cause is unknown. About 8 years and 6 months after the primary surgery, the surgeon revised the liner with a thicker one (from 13 to 20 mm). The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 28 april 2025. (B)(4) items manufactured and released on 22/05/2014. Expiration date: 31/03/2019. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: the surgeon revised liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.